Event description:
The intra aortic balloon was inserted into the pt on 6/11/98 at 9:00 am and removed on 6/12/98 at 4:45 pm. The intra aortic balloon did not malfunction. A vascular surgeon was consulted. The pt developed loss of palpaple pulses. The thrombosed femoral artery required a thrombectomy. The intra aortic balloon was not returned to datascope. (Event complications: loss of pulse/thrombosis/surgery required - reported 6/17/98.) (Pt's current status: unk-reported 6/17/98.)